Event description:
The reporter states that he obtained blood glucose comparisons with results 217mg/dl, 170mg/dl, 92mg/dl, 212mg/dl, 179mg/dl, 93mg/dl, 170mg/dl, 94mg/dl, 102mg/dl,147mg/dl, 101mg/dl, 147mg/dl (or 174mg/dl) and 94mg/dl on the accu-chek compact system. There were five different blood glucose comparisons conducted and the results were obtained within 10 minute timeframes. No reported actions taken. No adverse event reported. New system sent to customer and return requested.